Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high capture threshold resulting in a loss of capture was observed on the right ventricular (rv) lead. Upon review, there was no evidence of a lead dislodgement. A revision procedure was performed and the rv lead was repositioned to resolve the event. The patient was in stable condition.